Event description:
A woman had a kugel patch (8x12 cm) peritoneal repair for a recurrent incisional periumbilical hernia in 2002. She presented in 2007 which 1 week history of drainage, pus, leukocytosis and a CT scan w/oral contracts, showning an enterocutaneous fistula. Surgery the same day, confirmed the fistula and revealed kugel mesh with fractured rim, mesh in the hole and hole in the small bowel. Mesh was resected and fistula was closed. From operation note of 2002: prosthesis installed: item: mesh: davol, vendor: davol, model: 0010103, exp. 08/2003. Size: 8x8 cm. Item: mesh: davol, vendor: davol, model: 0010101, size: 8x12 cm. Surgical pathology. Date spec taken: 2007. Date spec re'd: the next day 10:43, date completed: one day later. Abdominal wound tissue - perm. Fistual tract - perm. Kugal patch - perm. Part c is additionally labeled "kugel patch." The specimen consists of a single unoriented piece of metallic mesh measuring 8.5 x 5.0 x 0.6 cm. There is a minimal amount of attached soft tissue. A single 1 cm split like defect is noted within the center of the mesh. A thin 0.2 cm rim of apparent plastic is noted on the circumference of the metallic mesh piece. This rim appears to be cracked and/or broken in one area adjacent to the previously mentioned slit like defect within the center of the mesh.